Manufacturer narrative:
Alleged failure: it was reported that the flowport cannula broke when inserting it into the patient. The broken piece was left inside the joint when the flow port was removed. Added approx 30 minutes to surgery and had to make extra incision to retrieve the broken piece from inside patients hip. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be use of excessive force. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the device broke during the procedure. The piece was retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device broke during the procedure. The piece was retrieved.